Event description:
Additional information was received from a healthcare professional (hcp). The cause of the alarm was a low reservoir. The patient did not make a follow up appointment for a refill. The patient¿s husband called on friday (B)(6) 2016. There was no alarm on friday (B)(6) 2016. The medication was ordered for monday (B)(6) 2016. The patient wanted to come on tuesday (B)(6) 2016. The patient was instructed that the pump needed to be filled on monday (B)(6) 2016. The pump was refilled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump for intractable spasticity and multiple sclerosis. An alarm was heard, but telemetry had not yet been performed so the reason for the alarm was unknown. The patient missed her refill because the doctor did not have the medication. No symptoms were reported. The patient was not in any withdrawal on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.